Event description:
It was reported in an article summary that the femoropopliteal segment is particularly susceptible to peripheral artery disease (pad), and achieving durable patency in this area presents significant challenges for several reasons. Finding the appropriate endovascular revascularization strategy for pad involving the popliteal artery remains particularly challenging, especially given the peculiar anatomical position of the artery across the knee joint. This study compared the outcomes of supera self expanding stents (ses) versus jaguar ses at one year. The supera stent demonstrated superior outcomes with lower restenosis rates (20% vs. 55%) and reduced target lesion revascularization (tlr) (20% vs. 55%) compared to the jaguar stent. One-year follow-up showed higher ankle-brachial index (abi) scores in the supera group (mean 0.77 vs. 0.63), indicating improved patency. Complications, including stent fractures and migrations, were only observed in the jaguar group. Minor amputation rates were significantly higher in the jaguar group (25% vs. 10%). Major amputations and mortality rates were similar between groups. There was also results of occlusion, major amputation and death. It was concluded that supera stents outperformed the jaguar stents in treating complex femoropopliteal disease, with better mid-term outcomes, lower restenosis rates, reduced tlr, and fewer mechanical complications. While both stent types managed limb salvage effectively, supera stents offered better procedural durability and patency. Additional information can be found in the article "a randomized trial comparing interwoven and self-expandable nitinol stents in trans-atlantic inter-society consensus ii c and d femoro-popliteal arterial disease".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of death is listed in the supera peripheral stent systems instructions for use as a potential adverse effect(s) of peripheral percutaneous intervention. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2, b3, d6a - estimated dates. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under separate medwatch report attachment: article titled "a randomized trial comparing interwoven and self-expandable nitinol stents in trans-atlantic inter-society consensus ii c and d femoro-popliteal arterial disease".